Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not dependent on the device for normal function and was asymptomatic. It was reported that during a follow up in clinic, atrial lead noise resulting in inappropriate mode switching was observed. The noise was easily reproducible by the patient bending and touching their toes. Other parameters were stable. The patient was to continue with remote monitoring. The patient was stable.